Manufacturer narrative:
This issue is deemed a reportable event since the configuration issue could lead to a delay in the therapy, since the ventilator cannot be used. A functional ventilator needs to be prepared. The root cause of the ventilator to alarm with tf alarms was determined to be a malfunction of the blower. The correction in this case was replacement of the defective components (blower and/or mainboard). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton fm (B)(4)rev. 01 medical page 4 of 5 investigation report (remediation) confidential complaint nr. (B)(4).

Event description:
We did full test software; test blower flow and pressure not ok tf;431002.